Event description:
Related manufacturer reference number: 2017865-2021-29061. It was reported that the patient presented in clinic after being shocked. The implantable cardioverter defibrillator delivered a shock due to oversensing. Programming changes were made to alleviate the issue, but more episodes of oversensing have been observed via remote transmission. On september 9th, the right ventricular lead was capped and replaced for oversensing noise. The patient was stable post procedure.